Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (won't power on) has been confirmed. A root cause analysis of the monitor not being able to power on is currently underway. A supplemental report will be sent when the investigation is complete. No adverse event resulted from the defective monitor. The pt received a replacement.

Event description:
A (B)(6) female, pt, contacted zoll customer support to report that neither battery pack is powering on the monitor. The pt was issued a replacement monitor.